Event description:
It was reported that a pump did not have audio function. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned for evaluation and baxter was able to confirm that the audio function to be out of specification. Further evaluation identified that the absence of audio was due to a failed speaker. All detection capabilities and function that as expected. The failed speaker was replaced.